Event description:
During a lap appendectomy, a disposable ligasure handpiece would not completely divide the tissue and kept displaying an error message on the generator. The instrument was removed from the field, replaced with a new one. No further issues. FDA safety report ID #: (B)(4).